Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix was inadvertently extended and was deformed when it became "hung up" in the introducer. The physician elected to use a different lead once it was noticed that the lead helix appeared deformed and would not retract or extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.